Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:11-173662 lot number:069820 brand name:m2a 38mm mod hd std. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05238. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient is experiencing elevated cobalt levels approximately 10 years post implantation. However, no revision has been reported to date. Additional information on the reported event is unavailable at this time.